Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported that the user¿s ilet screen cracked after being in the same pocket with keys. The screen was no longer usable, and the device could not be operated. A replacement was arranged. No injuries were reported. No symptoms, external assistance, or medical intervention occurred.